Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device history record review for part 03.632.050, lot 6455775: release to warehouse date: 09december2010. Supplier- (B)(4). Non-conformance report was written for the ¿pin will not push past spring". Four pieces were scrapped and 84 pieces were dispositioned "use as is" with the justification that the gage pin is tapered and this is the appropriate tool for verifying the presence, position and retention function of these assemblies. A straight 5.6pin will damage the spring and should not be used. Relevance to the complaint condition cannot be determined until the product is returned for investigation. Review of the device history record(s) showed that there were possible issues during the manufacture of this product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a posterior t10-l2 fusion, the surgeon attempted to use a matrix crosslink. When putting the driver together, and slid the counter torque over the shaft it slipped right off. The inner spring that is supposed to keep the counter torque from slipping is missing. The surgeon did not need to use a crosslink and the instrument was put away with no harm done to the patient. The procedure was completed successfully. The patient status/outcome was reported as great. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
The holding sleeve for snap-on transconnectors ((B)(4) lot 6455775 mfg 12/2010) did not self-retain on the t15 driver as intended; the inner spring was found to be missing. The procedure was completed without a transconnector and without patient harm. The returned instrument was examined and the complaint condition was able to be confirmed as the spring was found to be missing from the returned instrument. No definitive root cause was able to be determined; the spring may have fallen out as a result of rough handling or during sterilization. The holding sleeve for snap-on transconnectors is part of the insertion construct utilized for transconnector implantation for the matrix system when increased rotational stability is desired. The technique guide provides instructions for transconnector insertion to use the t15 stardrive screwdriver shaft with the 3.0nm torque limiting handle to secure the transconnector to the rods. After engaging the t15 drive into each setscrew recess, slide the retractable centering sleeve to the distal position. Tighten the setscrews on each end and in the center until a tactile release is felt. Relevant drawings for the returned instrument were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of the device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.